Event description:
On (b)(6), the surgery for a proximal humeral fracture was performed using an AxSOS PH plate; however, one cortical screw and one locking screw in the distal region have become loose and are due to be removed on (b)(6). X-rays also suggest that the locking screw in the proximal region is becoming loose.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.